Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and menorrhagia ("abnormal bleeding(menorrhagia) / blood clotting") in a 25-year-old female patient who had essure (batch no. A67117) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included diabetes, vomiting, diarrhea, general body pain, dizziness, periumbilical pain, abdominal pain upper, gonorrhea, uterine cervical pain, nausea, coughing, chills, intermittent fever, gastritis, syncope, flu-like symptoms, irregular periods, hypokalemia, anemia, frequency urinary, lower abdominal pain, trichomonal vaginitis and vaginitis bacterial. Concomitant products included levonorgestrel (mirena) and medroxyprogesterone (depo provera). On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced menorrhagia (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)") and vaginal discharge ("vaginal discharge"). In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)) and surgery (endometrial d&c). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and menorrhagia had resolved, the vaginal haemorrhage was resolving and the migraine, headache, vaginal discharge and abdominal pain outcome was unknown. The reporter considered abdominal pain, headache, menorrhagia, migraine, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: using the essure the right fallopian opening was re-identified again, and using the micro-insert it was placed into the fallopian opening and then the insert was released, 2rings in fallopian tube, ' the left fallopian opening that was identified again, and then another micro inserts was inserted and was released count 2 rings in the fallopian tube diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical records: abdominal pain, vaginal haemorrhage, menorrhagia most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs+mr received- new event abnormal bleeding (vaginal), migraines, headaches, vaginal discharge, abdominal pain, abnormal bleeding updated to abnormal bleeding(menorrhagia) were added. New reporter, patient information, lot number, lab data, concomitant conditions and medication were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and menorrhagia ("abnormal bleeding(menorrhagia) / blood clotting") in a 25-year-old female patient who had essure (batch no. A67117-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included diabetes, vomiting, diarrhea, general body pain, dizziness, periumbilical pain, abdominal pain upper, gonorrhea, uterine cervical pain, nausea, coughing, chills, intermittent fever, gastritis, syncope, flu-like symptoms, irregular periods, hypokalemia, anemia, frequency urinary, lower abdominal pain, trichomonal vaginitis and vaginitis bacterial. Concomitant products included levonorgestrel (mirena) and medroxyprogesterone (depo provera). On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced menorrhagia (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)") and vaginal discharge ("vaginal discharge"). In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)) and surgery (endometrial d&c). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and menorrhagia had resolved, the vaginal haemorrhage was resolving and the migraine, headache, vaginal discharge and abdominal pain outcome was unknown. The reporter considered abdominal pain, headache, menorrhagia, migraine, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: using the essure the right fallopian opening was re-identified again, and using the micro-insert it was placed into the fallopian opening and then the insert was released, 2 rings in fallopian tube, ' the left fallopian opening that was identified again, and then another micro inserts was inserted and was released count 2 rings in the fallopian tube diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical records: abdominal pain, vaginal haemorrhage, menorrhagia. Most recent follow-up information incorporated above includes: on 21-aug-2018: update of information (batch is invalid). Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.